Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The evaluation experienced the reported symptom caused by a failed downstream sensor. The incoming evaluation found the downstream sensor current reading to be in specification without a set loaded, and out of specification with a fluid filled set loaded. This elevated signal level is the cause for the nuisance downstream occlusion alarms and with a false downstream occlusion present the pump will no auto-restart. The downstream sensor was replaced.

Event description:
It was reported that a pump failed downstream occlusion testing. It was also reported that there was no patient injury.